Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for fast atrial fibrillation (af) resulting in exhaustion of tachycardia therapy. A health care professional (hcp) indicated medication adjustments were being considered and inquired about any potential programming options. Technical services (ts) discussed device detection and noted there may not be any available programming options and indicated rate control may be the more important consideration. No further assistance was requested.